Manufacturer narrative:
(B)(4). Batch # u5a39x. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of user error, the instructions for use do contain the following: "caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any 'bunching' of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line." The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis.

Event description:
It was reported that during a gastric sleeve resection procedure, after the surgeon loaded and fired the first two reloads (ecr60g) into a new long60a successfully, while using the third reload (ecr60d), it pushed the tissue without cutting and the staples spread without entering the tissue. The staples were not b-shaped, they only came undone, and he needed to pick them up and take them out. He reloaded another ecr60d and tested it in another clean place and the result was identical. He replaced the handle with another echelon and the surgery continued well. The procedure was delayed by 20 minutes. There were no adverse consequences for the patient.